Manufacturer narrative:
Section a: there was no patient involved. Manufacturer's investigation conclusion: the reported event of the flow probe not communicating data or alarms to the console was not confirmed. The flow probe (serial number (B)(6) was not returned for analysis. Available information indicates that the issues resolved upon replacing the flow probe, and that the probe was scrapped. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag flow probe, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the flow sensor of the extracorporeal blood pumping system failed after the tube position was exchanged. The sensor did not present any alarm. The sensor was replaced and the event resolved. The exchanged sensor was decided to be destroyed locally.